Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly. A surgical procedure was performed, during which a crack was identified in the right cylinder connecting tube. The right cylinder and the pump were replaced. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404310, serial number: n/a, batch/lot number: 1000543540, model/catalog description: pump ms, unique identifier (UDI) #: (B)(4). Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The first cylinder was subjected to microscopic inspection and leak testing. Microscopic examination revealed the presence of a hole located at the corner of a fold in the mid-section of the cylinder, as well as wear marks at fold areas in the proximal, middle, and distal portions of the cylinder. Leak testing of the first cylinder confirmed leakage at the same fold corner in the mid-section. The pump was inspected under a microscope and underwent leak testing and functional testing. Microscopic inspection revealed that the ms pump tubing had been cut down to the pump block, and the tubing for the first cylinder was returned still attached to the cylinder. Both the leakage test and the functional test passed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the events of "mechanical malfunction (leaks, incomplete inflation/ deflation, kinking)" and "device has a fluid leak" were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and the analysis results, the reported clinical observation of tube hole/perforation could not be confirmed, as no holes were identified in the tubing itself. However, the fluid leak identified in the first cylinder could have caused or contributed to the reported clinical observation of a device mechanical issue. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly. A surgical procedure was performed, during which a crack was identified in the right cylinder connecting tube. The right cylinder and the pump were replaced. No patient complications were reported.